Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one (B)(6) female patient that came in through the emergency department generated an architect stat troponin-I assay result of 0.000 ng/ml (sid 80906). The patient was admitted due to other clinical conditions not provided by the customer. Per hospital protocol, a second sample was drawn three hours post admission and generated an architect stat troponin-I assay result of 6.163 ng/ml (customer's positive cut-off value is 0.220 ng/ml). The initial sample was retested and generated a result of 11.029 ng/ml. The sample was then tested on the I-stat platform and generated a positive result of 7.25 ng/ml. Some delay in treatment may have been realized but without any reported patient harm. This patient was eventually transferred to a larger hospital. A second patient also tested with the architect stat troponin-I assay had generated an initial result of 0.001 ng/ml. The customer retested this sample and generated a positive result of 0.577 ng/ml (I-stat result was negative). There is no further information on the second patient. All samples were collected in lithium heparin. Controls for this assay have remained within specifications. There is no further impact to patient management reported. However, the customer now has controls out of specification for several assays and calibrations are generating %cv out of range errors. A service call was initiated.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Accuracy testing was also performed to evaluate the performance of reagent lot 56905un17 using an in-house retained kit of this lot with internal troponin-I panels. All results met acceptance criteria, which indicates acceptable product performance. No returns were made available from the customer site. The architect stat troponin-I assay package insert and the architect operations manual contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. Use error may have contributed as the complaint text indicates a possible sample integrity issue. No additional issues were identified.